Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that following the second suction, the thumb valve became stuck in the down position. No injury to the patient was reported.

Manufacturer narrative:
The actual complaint product was returned for evaluation. One sample was returned without the original packaging. The sample appeared slightly dirty with biological substances on the tubing and manifold. The position of the thumb valve did not appear to be fully upright (closed), however it could be manually pulled into full closed position. The valve was manually pulled up then was depressed and released with no resistance. When the valve was depressed and released, it still did not return to the full upright position. The outside appearance of the control valve body was inspected and examined, there was no visible damages seen on the outside area of the control valve body. The reported event was confirmed. The root cause was identified in the auto valve machine, due the distance of the piston used to hold the seal and the spring of the tooling used to bend the seal were not controlled. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.